Manufacturer narrative:
Additional information: the device has been returned to the manufacturer for evaluation. Macroscopic examination confirms both of the implants are fractured into multiple pieces and broken. Some of the broken off pieces are missing and not returned for analysis. The timing and extent of the damage suggests brittle overload during insertion as the mechanism of failure.

Event description:
It was reported that the cage was fractured when it was hammered at the l5/s1 space during an unspecified spinal surgery. The cage was replaced with a new one which also broke.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.